Event description:
Customer reported that the screen had a partial display. The blood glucose reading was 134 mg/dl. He stated that the insulin pump was not dropped or bumped. A self test was run and it was found that a black bar was missing on the self test screen. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.